Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to unknown reasons. Invoice history review reveals that all parts were removed and replaced. The patient was revised again on (B)(6) 2013 due to dislocation. The liner and modular head were removed and replaced by a freedom constrained head and a freedom all poly cup. The freedom all poly cup was cemented into the existing regenerex cup. Additionally, the patient was revised on (B)(6) 2015 due to cup migration. The cup, liner, and modular head were removed and replaced by a modular head, liner, and a custom triflange cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015- 01070 / 01072).